Event description:
It was reported that post-bilateral mastectomy procedure, the pacemaker was noted to exhibit inappropriate magnet response and was pacing asynchronously. Programming changes were made to revert the pacemaker back to normal function. The patient was in stable condition.